Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or moisture damage was noted. The following cosmetic damage was found: minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and that there was condensation under the lcd display. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for pump exposure to fluid. The customer stated that she went into the pool while wearing the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.